Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) from (B)(4) experienced peritonitis and subsequently died of a fatal stroke. On an unreported date, the pt began treatment with dianeal and extraneal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the patient experienced peritonitis. Three weeks prior to death, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotic medication, for the peritonitis (dates unspecified). On an unreported date, the patient experienced a catheter infection (details not provided). One week prior to death, the pd catheter was removed and pd therapies were discontinued, as the patient was started on hemodialysis (hd). A week later, the patient died due to stroke (onset date not reported). It was not reported if an autopsy was performed. At the time of death, the pt had not recovered from neither the peritonitis nor the catheter infection. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar peritonitis reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.